Event description:
It was reported the valve was explanted due to an entrapped leaflet. The valve was replaced with a st. Jude medical 21 mm aortic valve (model and serial number unk). The pt's sjm mitral valve was explanted due to thrombus during this procedure (medwatch 2648612-2008-00032). The pt was doing fine and was discharged. Add'l info has been requested.